Event description:
The reason for call was patient reported that it took a long time to recharge their implant. Patient stated that they turned off their stimulation/therapy to recharge the implant faster and it worked. Patient mentioned that while recharging the implant with stimulation turned on, they received a not enough memory message and did not feel any stimulation. Patient also noted that they are not eligible for surgery. Agent had patient close all applications, turn on the wireless recharger and launch recharger app. Patient confirmed seeing recharging excellent with a battery level at 30% and noted that the recharging speed was set to 4. Agent advised the patient to monitor and call back if the issue persists.

Manufacturer narrative:
Continuation of d10: product ID: a72400 (serial: unknown); product type: 0216-software; implant date: n/a; explant date: n/a product ID: 977119 (nnc511726h); product type: 0197-implantable neurostimulator; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back about the same issue, stating that the lumbar scs takes along time to charge, but thinks this is because they have high settings. Pt said that if their pain isn't bad they will turn stimulation off when charging which did improve charging times. Pt says the stimulator still doesn't last very long in between charges. Pt says they said they met with a rep a few weeks ago but that didn't improve the issue. Pt understood that the high settings may be the factor in ins charging times, as well as the charge frequency. Pt said they will follow up with hcp.

Event description:
Additional information was received from a patient (pt). It was reported that the patient was unsure of the cause. The patient stated "not enough memory" message appeared when trying to turn therapy on. Technical support directed them to device care and clearing out any unused. They are not sure how this happened. They only use this device for their stimulator. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.